Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20262, reference MFR. Report# 1627487-2015-20263. It was reported the patient experienced ineffective and positional stimulation. The system diagnostics determined normal impedances. A sjm representative tried troubleshooting to no avail. As a result, surgical intervention was taken where the scs ipg was explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively. The patient received two off label leads: model 3183 (supra-orbital) and model 3186 (occipital).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.